Event description:
The customer reported via phone call that they received a no delivery alarm after changing their infusion set. The customer stated the alarm occurred while filling the tubing. Customer's blood glucose was 303 mg/dl. The customer stated they were able to resolve the issue by changing the tubing in the past. Customer declined to troubleshoot for their blood glucose. The customer will not be returning their infusion set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.